Manufacturer narrative:
Additional information received on 04 august 2016 and includes: the revision surgery was completed successfully. This is the second revision surgery underwent by this patient. The first one was performed on 13 july 2016 due to stem loosening: stem and head were replaced (MDR 2016-00398). Additional information received on 08 august 2016 and includes: the pathogen results showed staph. Epidermidis. On 16 august 2016 ceramtec provided a document review for the products involved in this complaint (ceramic ball head and ceramic liner, not marketed in USA) and reported as follows: the component properties and microstructures as obtained from the quality documents accomplish the requirements. There are no indications of any pre-existing material defect or non-conformities regarding sterilization. On 19 august 2016 the medical affairs director performed a clinical evaluation and commented as follows: according to report, the cause for this cup revision is early infection, onset after previous revision surgery a few weeks before. The cause is not to be ascribed to faulty implants. Batch review performed on 26 august 2016. Lot 113176: (B)(4) items manufactured and released on 13 november 2011. Expiration date: 2016-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient shows a declared infection in the acetabulum. A revision surgery has been planned.